Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Delivery anomaly-possible over delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, scratched keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the first 10 boluses listed on the event date 28-jan-2025 in the pump history file. 01/28/2025 00:00:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 01/28/2025 00:05:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) 01/28/2025 00:10:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 5500 (0.55 u) bolusamountdelivered: 5500 (0.55 u) 01/28/2025 00:15:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 01/28/2025 00:20:13.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 01/28/2025 00:40:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 01/28/2025 00:45:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 01/28/2025 00:50:18.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 6750 (0.675 u) bolusamountdelivered: 6750 (0.675 u) 01/28/2025 00:55:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 01/28/2025 01:40:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 28-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 28-jan-2025 list in the pump history file. 01/28/2025 11:55:30.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) 01/28/2025 12:05:31.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) 01/28/2025 13:19:26.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) 01/28/2025 13:21:42.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) 01/28/2025 22:25:05.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-jan-2025 in the pump history file. 01/26/2025 07:49:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 01/26/2025 16:47:58.000 batteryremoved (55) 01/26/2025 16:47:58.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 01/26/2025 16:48:45.000 batteryinserted (44) 01/27/2025 18:50:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 01/27/2025 19:06:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) earliest power data available per the power management tool/detail trace file is on 1/31/2025 11:03:58 am. There was no power data available for the date of 01/26/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly and lost sensor alert noted. Lowbatteryalert (104) unknown. Lost sensor alert not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. The customer was also reported possible over delivery anomaly. The customer reported blood glucose value of 56 mg/dl and the hyperglycemic event was treated with intravenous insulin infusion with help of paramedic at home. The hyperglycemic event was treated with manual bolus. The event involved product(s) mmt-342, mmt-432ag, mmt-7040ma, mmt-1884. Troubleshooting was performed for hypoglycemic event. Customer using the insulin pump system within 48 hours of reported hypoglycemic event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer would discontinue the use of the device. Mmt-342 was requested and customer response was the device will be returned. Product rmmt-432ag return is required. No product return is required for mmt-7040ma. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.